Event description:
Patient was being drawn when the phlebotomist noticed blood seeping from the plastic tubing that connects to the hub of the butterfly needle. The draw was stopped, a new needle was obtained and a re-draw was required to complete the service. Patient had to be redrawn. FDA safety report ID #: (B)(4).